Event description:
Additional information states that patient had fluctuating lvad powers between 7s and 9s. Patient was started on heparin drip and coumadin, 7.5 mg was given. The international normalised ratio (inr) at discharge was 2.3.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the parameter elevations could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported elevated ldh levels could not be determined through this evaluation. It was reported on (B)(6) 2019 that the patient experienced new high pump power/estimated flow values. The submitted system controller log file contained data from 30oct2019 ¿ 21nov2019 and showed that beginning on (B)(6) 2019, some intermittent moderate elevations in pump power were observed, a few of which were above 9.0 watts (peaking at 9.4 watts). All elevations in pump power correlated with elevations in estimated flow peaking at 10.3 lpm. Pump power/estimated flow values appeared to show a slight upward trend over time while average pi values remained overall stable throughout the log. No atypical alarms or events were captured and the pump speed remained above the low speed limit for the duration of the log file. The system appeared to be operating as intended. Additional information provided by the account on 22nov2019 indicated that the patient¿s vitals remained stable. It was noted that the patient¿s ldh value was 298 on (B)(6) 2019 and was 454 the morning of (B)(6) 2019. It was additionally noted that the patient had a subtherapeutic inr of 1.8 on admission, for which he was started on a heparin gtt; however, his inr was 2.0 the morning of (B)(6) 2019. Although there was an initial reported concern for pump thrombosis at the time of the log file submission on 21nov2019, additional information provided by the account on (B)(6) 2019 indicated that an echo was performed and there were no signs of thrombus. At the time of the event, the patient reportedly experienced intermittent high pump power values over 10 watts with ldh levels as high as 516 on admission; however, during a clinic visit on (B)(6) 2019, no elevated pump power values were noted upon device interrogation and the patient¿s ldh level was down to 350. The account further reported on (B)(6) 2019 that the patient¿s ldh level ultimately decreased and no further elevations in pump power/estimated flow had occurred to date. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with new high power / high flows. Concern for possible pump thrombosis. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. Pump parameters trending showed slight trend upward in power with no change in pi. Patient's vitals were stable. Ldh was 298 on (B)(6) 2019 and on (B)(6) 2019 it was 454. Patient also had a low inr on admission at 1.8. On (B)(6) 2019 it was 2.0. A heparin gtt was started on admission for the 1.8 inr. An echo was performed and there was no signs of thrombus. Patient had intermittent high powers above 10. Ldh on admission was as high as 516. Patient was seen in clinic on (B)(6) 2019. On their device, they did not have any high powers and ldh was down to 350. No CT was done, just an echo. Ldh came down and patient was now without high flow / high powers. No further or additional information was provided.